Event description:
My husband has rheumatoid arthritis (since 2009) and takes biweekly actemra injections which he receives from university hospitals specialty pharmacy in (B)(6). His medications arrive with wedcol large alcohol prep pads to clean the skin prior to injection. His last use of the webcol alcohol pad was (B)(6) 2026 with his actemra injection. He experienced sudden excruciating back pain on (B)(6) 2026. He was urgently admitted to the (B)(6) clinic foundation and diagnosed with bacteremia, osteomyelitis, discitis, spinal and psoas muscle abscess. On (B)(6) 2026. I received an email from university hospitals specialty pharmacy while sitting bedside with my husband in critical condition that the FDA recalled the webcol alcohol prep pads and we should "dispose of them immediately and do not use them." My husband has had multiple blood tests showing bacteremia and sepsis lactate. Reason for use: to clean skin area prior to injections of actemra. The FDA recall announcement was attached to their email. My husband's symptoms started on (B)(6) 2026 and he was admitted to (B)(6) on (B)(6) 2026 with the diagnoses listed above. I was bedside with my husband when it was recommended that I submit to you his diagnosis as he was a regular user of the webcol alcohol pads, which have been recalled for microbial contamination and possibility of causing bacteremia and central nervous system infections. I was going off of memory and fatigue when I listed the dates last used on my (B)(6) form to you. I was staying at the hospital around the clock and did not have our log of his injection dates (when he also used the alcohol pads.) I have since been able go home and looked at our log of his last few actemra injections and use of the alcohol pads. He has used the alcohol pads biweekly since approx (B)(6) 2021 and his last three uses were on (B)(6) 2026. Self injecting.